Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "ruptured implant" confirmed via ultrasound and MRI. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured implant" confirmed via ultrasound and MRI. This record is for the left side. Device was explanted and replaced with another manufacturer's device.